Manufacturer narrative:
(B)(4).

Event description:
It was reported that a four months after this right ventricular (rv) lead was implanted, there were observations of noise that was oversensed causing inappropriate shock therapy to be delivered. An additional surgical intervention was performed where they determined that the lead had dislodged, and the physician decided to explant and replace with a new lead. No additional adverse patient effects were reported.